Manufacturer narrative:
This device has not yet been received by this MFR, consequently, at this time we are unable to determine if the device met spec and we are unable to determine the relationship between the device and the cause for this event. The 5/07 15-month PICC valved complaint trend report, inclusive of all failure mode was reviewed; no adverse trends were noted and no data point exceeded the complaint alert limit.

Event description:
The complainant reported that a vaxcel pasv PICC was therapeutically placed in the upper right arm of a male pt in 2007. Five days later, the pt reported experiencing pain, and the pt exhibited approx 5 inches of edema. The PICC line was discontinued and was explanted from the pt. Upon removal a small hole was found approx 5cm distal to the suture wing. A leak was visible in that location when the catheter was flushed. The pt experienced pain and swelling and an aqua pad was applied to the arm. The complainant indicated that there were no continued adverse affects to the pt as a result of the reported malfunction, and the pt's condition was reported as fine.